Event description:
It was reported that during the implant attempt, noise was seen on the existing atrial lead when plugged into the new device. The right ventricular lead also exhibited noise when plugged into the atrial port, and noise was seen when the device was manipulated. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.